Event description:
Sonoma clinical study. It was reported that 392 days following a coronary artery stenting procedure, the pt returned with in-stent restenosis. The index procedure was performed using the right femoral approach, treating the de novo 90% stenosed 6 x 20 mm target lesion located in the right internal carotid artery (segment #7). Treatment consisted of pre dilation with an unk balloon, the utilization of a bsc filterwire ez and the placement of a 4-9x30mm nexstent. Following post dilation with an unk device the residual stenosis was 10%. One day post procedure the pt was discharged with an nih stroke value of 0. The pt returned for a required ultrasound at the scheduled 12 mo f/u visit. At 392 days post the index procedure the ultrasound revealed a 50% stenosis in the target lesion. It is not known if the lesion has been treated and the relationship to the device is currently unk.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.